Event description:
It was reported that after implantation of an abdominal aortic aneurysm stent graft, placement of the proglide device was attempted in a left severely tortuous common femoral artery in a 9 fr sheath setting. Reportedly, the proglide device was advanced over the wire and because of the large arteriotomy; the proglide device did not take. A second proglide was attempted but the sutures would not catch the arteriotomy since the physician felt the arteriotomy was too large for the proglide device. A prostar xl was attempted; however, one of the sutures of the prostar xl device did take. The other suture did not take but once the first suture was tied down, manual arterial compression was held for about 10-15 minutes, and hemostasis was obtained. There was no adverse patient sequela. The physician is trained in the use of the proglide and prostar xl devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: j-wire, 0.035 glidewire, stiff lunderquist wire, 0.014 grand slam wire, sheath: 9 fr. Other: snare device, endologix stent graft 25mmx16mmx140mm. Vessel closure: prostar xl (right groin). (B)(4) - indication for use, the device was used for closure of access site greater than 8 fr sheath. The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. During manufacturing all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot is functionally deployed and destructively tested as part of lot release testing. The vessel was described as severely tortuous, and evaluation for tortuosity is listed under the arterial site and puncture considerations and device placement sections of the proglide instructions for use. It was indicated that the arteriotomy was too large resulting in the device being unable to close the access site. It was reported that a 9f sheath was used, and as per the indications for use, the proglide 6f system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported device did not take could not be determined; however, the patient's large arteriotomy and use of a 9f sheath may have been a contributing factor. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no similar incidents for this lot. There does not appear to be any indication of a product lot quality deficiency. The other proglide and prostar xl devices mentioned are being filed under separate medwatch report numbers.